Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message and did not display the waveform. The customer had attempted to aspirate the central lumen, but this was unsuccessful. There was no flush bag/line connected to the central lumen port as it was capped off. They were advised that the instructions for use recommends a flush to the central lumen. They were then assisted in the steps to use a radial arterial line and connect it to the console, which was successful. They were able to zero and resume pumping with an arterial pressure waveform. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to be broken at the kinked location of 76.2cm. Additionally three kinks were found, one on the catheter tubing and inner lumen approximately 36.1cm from the iab tip and the other two on catheter tubing approximately 53.6cm & 55.1cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Correction to mfg report number 2248146-2022-00351 to include: brand name, catalog #, serial#, lot #, exp. Date, unique identifier (UDI) #, PMA/510(k)#, and manufacture date. Reference complaint # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID#: (B)(4).

Event description:
N/a.